Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial distal segment of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found. Final analysis found that the insulation was abraded at 10.0 ¿ 14.2 cm and 33.7 ¿ 34.3 cm from the distal tip. External insulation abrasions were found at 31.5 ¿ 31.8 cm , 35.0 ¿ 35.5 cm and 40.5 ¿ 41.4 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.